Event description:
The patient was hospitalized and reported right side numbness in their face and tongue on (B)(6) 2025. A head CT was negative, and no facial deficits were noted. A barostim system was implanted on (B)(6) 2025, and the csl was implanted on the right carotid. The patient reported the face, tongue swelling, and difficulty swallowing post barostim implant. On (B)(6) 2025, a head CT was negative, a stroke was ruled out, and a neuro consult was performed. As of (B)(6) 2025, the patient experienced dysphagia, but noted the numbness was improving. The patient refused to leave the hospital until all symptoms were resolved and was being treated with pain medications. In the opinion of the physician, the patient was seeking pain medications. It was also noted the patient had a history of double aortic arch, which can cause esophageal compression; however, the patient had refused an endoscopy. A head MRI was scheduled for early (B)(6) 2025, and barostim would not be activated until after the MRI. Barostim therapy was activated on (B)(6) 2025. Barostim therapy was turned off for patient evaluation for facial numbness on (B)(6) 2025. As of (B)(6) 2025, the site planned to discharge the patient, and the patient then started complaining of coughing and wheezing. An ent scope was refused as the ent was not going to use any numbing agent or sedation.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
The patient was hospitalized and reported right side numbness in their face and tongue on (B)(6) 2025. A head CT was negative, and no facial deficits were noted. A barostim system was implanted on (B)(6) 2025, and the csl was implanted on the right carotid. The patient reported the face, tongue swelling, and difficulty swallowing post barostim implant. On (B)(6) 2025, a head CT was negative, a stroke was ruled out, and a neuro consult was performed. As of (B)(6) 2025, the patient experienced dysphagia, but noted the numbness was improving. The patient refused to leave the hospital until all symptoms were resolved and was being treated with pain medications. In the opinion of the physician, the patient was seeking pain medications. It was also noted the patient had a history of double aortic arch, which can cause esophageal compression; however, the patient had refused an endoscopy. A head MRI was scheduled for early (B)(6) 2025, and barostim would not be activated until after the MRI. Barostim therapy was activated on (B)(6) 2025. Barostim therapy was turned off for patient evaluation for facial numbness on (B)(6) 2025. As of (B)(6) 2025, the site planned to discharge the patient, and the patient then started complaining of coughing and wheezing. An ent scope was refused as the ent was not going to use any numbing agent or sedation. The patient was discharged on (B)(6) 2025 with improving symptoms, and the barostim system remained off. It was noted by the physician that the patient had not experienced the facial pain prior to the procedure, but the vascular surgeon did not think the procedure could have caused facial pain. A follow-up occurred on (B)(6) 2025. Therapy was turned on and the patient felt continued discomfort on the right side of their face. Barostim programming was adjusted, and the patient was sent home. A follow-up appointment was planned for (B)(6) 2025.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
The patient was hospitalized and reported right side numbness in their face and tongue on (B)(6) 2025. A head CT was negative, and no facial deficits were noted. A barostim system was implanted on (B)(6) 2025, and the csl was implanted on the right carotid. The patient reported the face, tongue swelling, and difficulty swallowing post barostim implant. On (B)(6) 2025, a head CT was negative, a stroke was ruled out, and a neuro consult was performed. As of (B)(6) 2025, the patient experienced dysphagia, but noted the numbness was improving. The patient refused to leave the hospital until all symptoms were resolved and was being treated with pain medications. In the opinion of the physician, the patient was seeking pain medications. It was also noted the patient had a history of double aortic arch, which can cause esophageal compression; however, the patient had refused an endoscopy. A head MRI was scheduled for early (B)(6) 2025, and barostim would not be activated until after the MRI. Barostim therapy was activated on (B)(6) 2025. Barostim therapy was turned off for patient evaluation for facial numbness on (B)(6) 2025. As of (B)(6) 2025, the site planned to discharge the patient, and the patient then started complaining of coughing and wheezing. An ent scope was refused as the ent was not going to use any numbing agent or sedation. The patient was discharged on (B)(6) 2025 with improving symptoms, and the barostim system remained off. It was noted by the physician that the patient had not experienced the facial pain prior to the procedure, but the vascular surgeon did not think the procedure could have caused facial pain. A follow-up occurred on (B)(6) 2025. Therapy was turned on and the patient felt continued discomfort on the right side of their face. Barostim programming was adjusted, and the patient was sent home. As of (B)(6) 2025, the patient had been admitted to the hospital with complaints of shortness of breath, and stated their other symptoms had not improved. In the opinion of the physician, the symptoms are not barostim related, but the challenge with the patient is they have multiple problems, complex diagnosis, and the patient's stories were not consistent.

Manufacturer narrative:
Updated field: while analysis was unable to be performed as the device was not returned, per the opinion of the physician, the symptoms were not barostim related, but the challenge with the patient was they have multiple problems, complex diagnosis, and the patient's stories were not consistent. Cvrx ID# (B)(4).